Event description:
It was reported that patient presented to hospital after experiencing inappropriate shocks. Upon interrogation, it was found that patient's implantable cardioverter defibrillator (ICD) delivered inappropriate shock due to incorrect interpretation of signal. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported of inappropriate shocks and sensing anomaly were not confirmed. Technical services reviewed the device image and determined the device behaved as programmed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.